Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 88 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer mentioned that their blood glucose was fluctuating up and down and had at least 3 lows of 40 mg/dl or lower. The customer went to the hospital with a blood glucose reading of 52 mg/dl on the day of the call. The customer was given food and juice to treat. The customer also reported the pump was exposed to strong magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No displacement anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).